Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was no longer working and the meter screen was started to faded. The customer¿s blood glucose level was 33 mmol/l. Customer was treated with multi dose injection. Customer was cannot read the display and the piston was rewind but only advance a short way and then became stuck and then causes of insulin flow block alarm. The insulin pump will be returned for analysis.